Event description:
During an atrial fibrillation pulsed field ablation procedure, fluid leakage was observed from the agilis 13f sheath valve during flushing. The sheath was replaced, and the procedure was completed with no adverse consequences to the procedure. It was noted that transseptal puncture was not performed.